Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 14 months ago. Aneurysm and vessel morphology at the time of implant were requested but are currently unknown. It was reported that the patient returned for a routine follow-up and is asymptomatic. Currently, there is some bending and tortuosity in the distal aorta, and a new 5 cm thoracic aortic aneurysm has formed distally, which has caused a distal type I endoleak. The aortic diameter near the celiac artery is 40 mm without calcification or thrombus. The physician has elected to intervene for the endoleak at a later date. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, result: (endoleak), (new thoracic aortic aneurysm and aortic tortuosity). Conclusion: (new thoracic aortic aneurysm and aortic tortuosity).